Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitiled, "ten- to 13-year results of mobile bearing posterior-stabilized rotating-platform knee implants, reported by nondesigner surgeon" written by rajesh n. Maniar, ms orth, mch orth a, tushar singhi, ms ortho, parul r. Maniar, ms, frco, and vipan kumar, ms ortho published by the journal of arthroplasty available online 29 september 2016 was reviewed. The article's purpose is to report on long-term results at 10-13 years of posterior-stabilized rotating-platform knee implantations. Data was compiled from 88 patients (97 knees) and all patients received depuy products. The cement manufacturer is unknown and patella resurfacing was performed in all patients. Depuy products utilized: pfc sigma rotating platform knee system. Adverse events: reports of pain and creptius (no indication of interventions). Radiographic detection of tibial slope with femorotibial angles out of range greater than 8 degrees in valgus (no indication of interventions.